Event description:
Medtronic (covidien) received information that the physician felt pipeline flex with shield behaved differently than usual. The device took longer to flush, it felt stiffer to advance to target area and on deployment the implant looked like it was damaged. The distal end of the stent wouldn't oppose and appeared to be kinked. The physician felt there was a fault in the implant therefore removed the device and used another. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without the microcatheter. The pipeline was not attached to the pushwire. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings and customer's photos, the customer's complaint was confirmed. It is possible that the damage to the braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).